Event description:
It has been reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log file showed possible flexvision pc error. During troubleshooting, the fse identified that the problem was diagnosed to be a faulty flexvision pc. The fse replaced the flexvision pc and hdd (hard disk drive). After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the failure was confirmed in flexvision pc with the main suspected component is disk bay and probable cause is defective hdd. The codes were updated based on the investigation outcome.